Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. At 5:00 pm, the patient obtained the blood glucose reading of 102 mg/dl on the reported meter. At that time, the patient was experiencing the symptom of nausea, which is one of the patient's symptoms when hypoglycemic. Following the use of the meter, the patient attempted to eat a little cantaloupe, but was unable to eat much, due to the nausea. The patient then retested her blood glucose level using her husband's meter and obtained a reading of 80 mg/dl. The patient's daughter took her to the emergency room, where her blood glucose level was tested to be 'low', specific result unk. The patient was treated intravenously with glucose, and was admitted to the hospital. The patient's EKG was abnormal, and showed a 90% blockage of one heart vessel. The patient was admitted to the hospital and underwent stent implant surgery. The patient was unable to provide her blood glucose readings from earlier that day. The patient had eaten her lunch and taken her medications. The patient takes the oral diabetes medications metformin, dose unk, and glyburide 5 mg. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient obtained a blood glucose reading of 102 mg/dl, while experiencing her symptoms of hypoglycemia. She received emergency medical attention for coronary artery disease as well as hypoglycemia with intravenous glucose treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.